Event description:
It is reported that a customer was hospitalized for kidney surgery and low blood glucose levels of 17 mg/dl. The phone line dropped before the customer could be transferred to the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.